Manufacturer narrative:
On january 13th, 2021 the customer informed that this case is a duplicate to 3003639970-2020-00439. Device evaulation will be available in the follow-up report of the above mentioned case.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle appeared to be much smaller than other needles from the same batch of sutures. No further information has been received.